Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found the sample probe was not being washed. He then adjusted the water flow on the sample probe rinse unit. He replaced the sample probe, electrodes and adjusted the sipper, vacuum, and diluent nozzles. Qcs and precision tests were performed with successful results. The investigation determined the contaminated sample probe caused the event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode results from patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide the following examples of discrepant results: patient 1, the initial result from the analyzer was 155 mmol/l. The first repeat result from another cobas analyzer was 142 mmol/l. The second repeat result from the analyzer after troubleshooting, calibration, and qc was 143 mmol/l. Patient 2, the initial result from the analyzer was 151 mmol/l. The first repeat result from another cobas analyzer was 140 mmol/l. The second repeat result from the analyzer after troubleshooting, calibration, and qc was 142 mmol/l. Patient 3, the initial result from the analyzer was 156 mmol/l. The first repeat result from another cobas analyzer was 143 mmol/l. The second repeat result from the analyzer after troubleshooting, calibration, and qc was 154 mmol/l. Patient 4, the initial result from the analyzer was 151 mmol/l. The first repeat result from another cobas analyzer was 142 mmol/l. The second repeat result from the analyzer after troubleshooting, calibration, and qc was 156 mmol/l. The reported initial results were immediately corrected.